Event description:
It was reported a routine order of tpn was ordered and programmed to infuse at 11.2ml/hr with a volume to be infused of 268.1 via interoperability on infusion set ref # (B)(4). However, there was an alleged over infusion of the medication. Labs were drawn on patient, IV fluids were decreased and dextrose 10 water was added.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of tpn was not observed in a review of the logs or replicated during testing of the suspect pump module. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ a log review was performed for the reported event date of 16jan2025 and time of 3:00 pm from the pcu event logs retrieved from the suspect pcu through alaris system maintenance 12.3. The system was initially powered on (B)(6) 2025 at 2:29 am, however the reported rate was programmed at 2:29 am and not 3:00 pm. ¿ the profile used was identified as ¿nwh dl 12 03 24 peds < 5kg¿ from the key press replication and the drug was identified as tpn confirming the reported drug, however, the reported volume to be infuse was not identified along with the log review. ¿ there was no identification of any remote programming or via interoperability instructions received in the pcu logs. From the initial programming until the system was powered off, the infusions were programmed manually ¿ on (B)(6) 2025 at 9:11:34 pm the user programmed the reported drug (tpn) and the reported rate at 11.2ml/hr, volume to be infused (vtbi=23ml) to be complete at a 2-hour infusion duration approximately ending at 11:15:16 pm. ¿ on (B)(6) 2025 from 12:16 am to 3:19 pm there were thirteen (13) programmed and completed infusions last one programmed at 2:33 pm and completed at 3:19 pm, with vtbis of (11ml, 11ml, 11ml, 13ml, 11ml, 11ml, 14ml, 14ml, 12ml, 12ml, 12ml, 11.2ml, 11.2ml) respectively. O at 4:35 am pump alarmed air in line, the user restarted the device after 6 seconds and restarted the infusion. O between 7:53 am - 8:02 am pump alarmed air in line, the user restarted the device after 4 minutes and restarted the infusion. O at 11:13 am pump alarmed air in line, the user restarted the device after 22 seconds and restarted the infusion. O at 11:15 am pump alarmed air in line, the user restarted the device after 2 minutes and restarted the infusion. O at 11:50 am pump alarmed occluded patient side, the user restarted the device after 6 seconds and programmed a delay time of 30 minutes and being restarted at 12:25 pm o at 2:16 pm pump alarmed occluded patient side, the user restarted the device after 18 seconds and programmed a delay time of 15 minutes and being restarted at 2:33 pm. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Root cause: the root cause of the reported over infusion of tpn was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a routine order of tpn was ordered and programmed to infuse at 11.2ml/hr with a volume to be infused of 268.1 via interoperability on infusion set ref # (B)(4). However, there was an alleged over infusion of the medication. Labs were drawn on patient, IV fluids were decreased and dextrose 10 water was added.

Event description:
It was reported a routine order of tpn was ordered and programmed to infuse at 11.2ml/hr with a volume to be infused of 268.1 via interoperability on infusion set ref # 2420-0007. However, there was an alleged over infusion of the medication. Labs were drawn on patient, IV fluids were decreased and dextrose 10 water was added. Additional information was received by the customer during an on-site visit by manufacturer representative. Customer determined this event was a user programming error. It is nicu practice to change the volume to be infused every hour for an hour's worth of fluid and there were discrepancies noted during this infusion review not only in rate but in the volume programmed in the volume to be infused.

Manufacturer narrative:
Correction: describe event or problem. Omit:a24 - adverse event without identified device or use problem (2993), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex a,g,c,d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.